Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional device information was requested but not yet provided. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of stimulation therapy from the drg system. The patient's drg system was x-rayed and it was found the lead fractured. Surgical intervention may be taken to replace the patient's drg lead.